Manufacturer narrative:
(B)(4). Date sent: 09/12/2016.

Event description:
It was reported that during an open distal gastrectomy, the firing knob was broken off. Forceps were used to bring back. Handing suturing was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4).